Event description:
It was reported that this pacemaker was found to be in safety mode and was difficult to interrogate. Additionally, there was oversensing of atrial fibrillation on the right ventricular (rv) lead which resulted in pacing inhibition of greater than two seconds. Subsequently, the device was explanted and replaced successfully and the rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was found to be in safety mode and was difficult to interrogate. Additionally, there was oversensing of atrial fibrillation on the right ventricular (rv) lead which resulted in pacing inhibition of greater than two seconds. Subsequently, the device was explanted and replaced successfully and the rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode and was difficult to interrogate. Additionally, there was oversensing of atrial fibrillation on the right ventricular (rv) lead which resulted in pacing inhibition of greater than two seconds. Subsequently, the device was explanted and replaced successfully and the rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that critical therapy remained available. Review of device memory noted the device undergone resets, which can be indicative of power being lost and then restored. The device case was opened and the battery was removed and forwarded for detailed testing. Despite analysis, the root cause of the clinical observations could not be confirmed.